Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this defibrillation lead exhibited an elevated pacing impedance and pacing thresholds shortly after implant. The physician continued to monitor the patient. During a later follow up, noise was observed on the rate/sense channel and there also appeared to be loss of capture. A lead fracture was suspected. The physician planned to implant a new rate/sense lead to avoid oversensing of the noise. An invasive procedure was performed and while removing the device it was observed that the proximal ventricular r/s setscrew was stuck. The setscrew could not be tightened or loosened, and the lead was able to be pulled from the device header.